Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Device interrogation on (B)(6) 2010 found battery voltage at 2.64 and cell impedance at 16.1. At last interrogation in (B)(6) 2009, battery voltage was 2.71 v and cell impedance was 6.8. There was concern that the cell impedance had increased too dramatically in the last six months. Premature battery depletion was suspected. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to normal battery depletion. The pulse generator was found to be in backup mode due to a single flipped bit. After replacing the battery and downloading the product code, normal function ensued.